Event description:
On (B)(6) 2010, patient reported he attempted to remove the insulin cartridge to "reset" the infusion device. Patient stated when he attempted to remove the cartridge he noticed that the cartridge kept spinning in the device, but would not loosen up. Patient reported he realized that the plunger may be stuck on the piston rod so, he turned the infusion device upside down and pulled the cartridge out of the device. Patient stated he turned it upside down so, the insulin would not spill back into the cartridge compartment. Patient reported not a lot of insulin came out and he was able to dry the cartridge compartment immediately. Reviewed how to remove the plunger from the piston rod. Patient does not have the infusion device with him at this time. Reviewed how to remove the cartridge from the infusion device in the future. Patient stated he will attempt to remove plunger by himself. No physiological effects were reported. The patient did not require medical assistance from a healthcare professional or second party to address the issue. No product return was requested.

Manufacturer narrative:
The reported backup vvi reset was verified. Upon receipt, the ICD was found in backup reset mode due to a low battery voltage. Based on all available parameter and usage information, longevity calculation was performed and found to be within longevity estimations. The device's functionality was tested on the bench. No anomalies were found.

Event description:
Upon interrogation, the device reported to be in backup vvi mode without defibrillation capabilities. The device was explanted.

Manufacturer narrative:
Device evaluation anticipated, but not yet begun.